Manufacturer narrative:
It was reported the restraint straps were not properly securing the pt and the restraint belt was hanging down. The restraint strap got caught when raising the cot and broke.

Event description:
It was reported by service report that the restraint strap broke on a new cot. No pt involvement or adverse consequences are reported.